Manufacturer narrative:
Submit date: 11/8/2017. An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported a crack was discovered in the monoject syringe.

Manufacturer narrative:
Submit date: 1/15/2018 a device history record (DHR) review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. There were two pictures submitted with this complaint. The two pictures show cracked barrel. The reported condition is confirmed. The exact root cause could not be determined through a review of the equipment or the complaint investigation. The syringe assembly process is controlled and validated and should not damage barrels. The exact root cause could not be specifically determined. All factors related to machine have a minimum probability to cause cracked barrel in the assembly process. However, based on historical data and on the returned samples testing results the factor that has the higher probability to cause cracked barrel in the process is a misalignment of the barrel loader at one of the ram machines. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for damage and leakage in the fluid pathway. The lot met all defined acceptance criteria and was released. This information will be utilized for trending purposes to determine the need for corrective actions. If information is provided in the future, a supplemental report will be issued.